Event description:
(B)(4). I'm allergic to nickel which I was not told was in the device. In 2 years I have seen 4 doctors for headaches, extreme fatigue, hives,constant pelvic pain, mostly dull sometimes sharp. Rash like bumps on lower back, bloating, weight gain, joint pain.

Event description:
(B)(4). I don't think I included heavy bleeding with very large clots and cramping.